Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing blinking power leds on the system controller while connected to the power module or batteries. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. The white power lead of the system controller was found to have compromised brown and yellow wires at the connector end. Manipulation of the power lead during testing resulted in "power cable disconnect" alarms and a solid audio alarm from the power module. The observed "power cable disconnect" alarms during our testing would have resulted in flashing lights on the system controller panel, consistent with the reported event. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.